Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Five reports from same institution/surgeon in (B)(6), despite many requests unable to identify surgical procedure or provide specific patient information: (B)(4).

Event description:
According to the reporter, there was bleeding of less than 250cc first reported as after the anastomosis and later clarified as occurring 1-2 days post-op. The staple line was described as perfect with no insufficiencies, no reinforcement material was used. In 3 cases crossing of the linear clip seam, in two cases end-to-side anastomosis without clip seam crossing. The surgeon was an experienced user, the device was fully squeezed and the donuts were complete. The post-op bleeding was addressed with clips during rectoscopy. It was unknown if any anesthesia was administered. One photo was received, no description provided. The device will not be returned.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo of an the device. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned photo. Bleeding was observed on the staple line. Visual testing of the returned photo confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the staple line bleeding, the reported condition was confirmed. Potential root causes can be application over an obstruction or thick tissue, and handle compression incomplete. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.